Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on an unknown date in 2026, an unknown navitor vision valve was selected for implant using a flexnav delivery system (ds). During the procedure, the valve was able to be implanted successfully and discharged. The patient was readmitted to a rehabilitation facility for an unspecified reason. During the rehabilitation, the patient experienced a stroke; further evaluation revealed hypo-attenuated leaflet thickening (halt) of the navitor valve. The physician stated that the valve thrombosis may have contributed or caused the stroke.